Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the device did not function properly. It was noted that the device ran on its own for a second, and emitted an unusual ¿clicking¿ noise when the battery was connected. It was further noted that there was unknown liquid substance on the internal components, grease on the internal components contaminated, the electronic control unit (ecu) was damaged, and there was voltage output without trigger engagement. It was determined that this was due to cleaning, sterilization and/or maintenance procedures not followed as per directions for use. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery set-up, it was observed that the small battery drive device was broken. During in-house engineering and evaluation, it was found that when connected to the battery device, the device ran on its own for a second, and emitted an unusual ¿clicking¿ noise, and there was voltage output without trigger engagement . This event did not occur during surgery. It was reported that there were no reported delays to a scheduled surgical procedure due to the event, and spare devices were available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.